Event description:
The event involved a 1o2¿ valve (blue) w/check valve, rotating luer where it was reported there was leakage from the white button. The event was detected during infusion of propofol. The device was in use for 6 hours. No physical damaged noted on the set. There was no problem after replacement. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending. Additional reporter: (B)(6).

Manufacturer narrative:
Received one used 01sc-smv3v 1o2 valve (blue) w/check valve for inspection. No defects or anomalies noted. The valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. There was leakage from the white button. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.